Event description:
It was reported that a patient experienced a damaged transfer set. During the trouble shooting, it was determined that the patient accidentally cut the transfer set tubing with scissors. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿ which is shipped with every homechoice device. The home guide instructs the users on how to properly handle the disposable set when opening the packaging in order to avoid damage. The guide instructs to ¿open the packaging of the disposable set by hand. Do not use a knife, scissor, or other sharp objects to open the packaging¿. It also warns the user to inspect the disposable for damage and if it is found, the user is to ¿obtain a new disposable set¿. The guide warns the user that using damaged sets can result in contamination of the fluid or fluid pathways. A formal review of the label for the product family will be conducted. If additional relevant information is obtained, then a follow-up MDR will be submitted.